Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted tool markings on lower left edge of the front and back of the device. Initial automated testing verified basic sensing, pacing functions of the device. The device did not pass the induced shock portion of the test on the automated test system, however, was verified to pass when manually tested. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device and presented to the emergency room. Upon interrogation, it was observed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and no additional adverse patient effects were reported.